Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The customer states they received button error alarm. The customer had unresponsive buttons. The customer's blood glucose level was 570 mg/dl. The customer treated with manual injection. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot at battery tube threads area, cracked battery tube threads and minor scratched lcd window.